Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the zoom functionality was disengaging during use. There was patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
The product was evaluated and repaired by a 3rd party, and no additional information was made available. Product evaluated and repaired by 3rd party.

Event description:
This report summarizes 1 malfunction event, where it was reported the zoom functionality was disengaging during use. There was patient involvement, however there were no consequences or impacts to the patient.